Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Case #: (B)(4). (B)(4). Tech called in for help n error code 121.2002 on 8015ls unit serial # (B)(4).failure device type: alaris system instrument. Failure problem type: 8015. Failure mode: troubleshooting/ error codes. Error code 121.2002 has to do with communication failure on 8015ls unit the processor quiet responding on the unit when running, power supply board will need to be replace on unit. Confirm part # for board with price quote without tax, also services repair quote for level one repair. Tech thank me for my assist.